Manufacturer narrative:
(B)(4). The unit was returned and nothing was found that would have caused or contributed to the reported condition of inadequate seal.

Event description:
The customer reported that the forcetriad would not emit enough power for two ligasure devices to seal during a case. Another generator was then brought in and the same two devices worked fine. There was no pt injury.